Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, a 41-year-old female with poly trauma after a road traffic accident, came to operating room for open reduction and internal fixation + intramedular nailing on left femur + open reduction and internal fixation in left patella + closed reduction and internal fixation with k wire fixation on right radius under general anesthesia. During this internal fixation surgery, while fixating the nail, the tip of a meta-tan lag screwdriver shaft was broken and attached with the internal hex captured screw. Surgeons tried to remove it, but they could not. According to surgeon it will not harm the patient. The procedure was resumed, without any delay, using the same device.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that a piece of the threads of the retaining rod assembly broke off. This piece was not returned. The lag screw driver portion was not returned as well. The device shows signs of significant wear and use. The clinical/medical investigation concluded that, based on the limited information provided, the definitive clinical root cause for the broken tip of a meta-tan lag screwdriver shaft could not be determined. The screwdriver is comprised of stainless steel, and it is an externally communicating device and is not intended for implantation, and long-term implantation data is not available. The screwdriver tip was retained inside internal hex captured screw which is imbedded in the patient¿s bone. Although unlikely micro-motion and/or migration, and local irritation/discomfort cannot be ruled out. The patient impact is the retained tip. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.